Manufacturer narrative:
The allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Analysis of available information did not identify a specific complaint cause. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that a signal artifact monitor (sam) event occurred with right ventricular (rv) lead impedance being low, out-of-range below 200 ohms. The device remains implanted, but the rv lead was later surgically abandoned and replaced. The healthcare professional mentioned an insulation defect near the device that occurred during the lead replacement, noting that there was blood under the lead insulation. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to boston scientific, so product analysis could not be performed.

Event description:
It was reported that a signal artifact monitor (sam) event occurred with right ventricular (rv) lead impedance being low, out-of-range below 200 ohms. The device remains implanted, but the rv lead was later surgically abandoned and replaced. The healthcare professional mentioned an insulation defect near the device that occurred during the lead replacement, noting that there was blood under the lead insulation. No additional adverse patient effects were reported.